Event description:
At an unknown date, the patient was implanted with the gore excluder aaa endoprosthesis. On (B) (6) 2010, a CT showed a type I endoleak and the excluder device 2 cm distal from the lowest renal artery. The device was extended with a medtronic endurant stent graft. The patient tolerated the procedure.

Manufacturer narrative:
Additional information regarding this event, including device information has been requested.